Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2017, the patient underwent treatment of an abdominal aneurysm with gore excluder® aaa endoprostheses using a gore® dryseal sheath with hydrophilic coating. The patient was reported to have a proximal type I endoleak on the trunk-ipsilateral leg component. When the physician deployed an aortic extender component just distal to the left renal artery to reline the proximal wall apposition of the trunk, he unintentionally covered the left renal artery with the aortic extender component. It was reported the device unintentionally moved during deployment. It was reported an express bare metal stent was implanted into the patient's left renal to successfully reperfuse the vessel. The physician thought that the cause of cover the left renal artery was due to his operation matter.